Event description:
It was reported by russia that during service and evaluation, it was determined that the compact air drive device was making excessive noise. It was further observed that the device could not engage attachment and had cosmetic damage, insufficient/low power, air leak, and stiff/lock locking mechanism. It was determined that moving parts of the device did not move smoothly. It was further determined that the device failed pretest for checking the attachment coupling, checking reverse locking mechanism with oscillating saw attachment, checking free movement of softmode switch. Checking for noticeable untrue running, checking for noticeable noise, checking power with power test bench and checking for air leak. It was noted in the service order that the device did not work. It was reported there were no delays to the surgical procedure and the surgery was completed as intended. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of excessive noise identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to component failure from wear. UDI: (B)(4).